Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in the patient, the swan-ganz catheter did not pace. The customer replaced the battery and replaced the connectors several times without success. Replacing the device for another one resolved the issue. There was no allegation of patient injury. Patient demographics requested but not available.